Manufacturer narrative:
Additional information was received on 4-jun-2024. The generator used was a smartablate and not an ngen as previously reported. Therefore, this device is no longer reportable since this device was not used in the procedure. Biosense webster is the importer for the smartablate generator. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and ngen generator and the patient experienced pericardial effusion and possible fistula that required surgical intervention. A patient underwent a radiofrequency ablation for persistent atrial fibrillation with thermocool smart touch catheter. The patient returned to hospital with pericardial effusion and a possible fistula. The patient underwent surgery and was reported to be in stable condition.

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. Therefore, this file is processed with the ablation catheter information of the smart touch sf. E1 (B)(6). The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4). Biosense webster manufacturer's reference number (B)(4) has 2 reports. 1) manufacturer report number 2029046-2024-01758 for the thermocool smarttouch. 2) manufacturer report number for the ngen generator (this current report).